Event description:
It was reported that the deep brain stimulation (dbs) patient experienced wound dehiscence where the lead and lead extension connect in the location of the right post auricular incision. The incision site was open exposing the lead extension. The patient underwent a revision procedure where the incision was opened, and the lead extension was repositioned two inches further back from behind the right ear. Antibiotics were administered and patient was doing well post-operatively.